Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the manufacturer¿s representative (rep) reported that impedances on electrodes 6 and 13 were out of range and that the patient was not programmed on these electrodes. The rep. Stated the rest of the electrode impedances looked normal, around 800-1000 ohms. A decrease in recharge interval was also reported. A longevity calculation to estimate the implantable neurostimulator (ins) battery life was performed and it was noted that the patient had stimulation on 24 hours a day. Parameters for the longevity calculation were based off of the following: program 1: 4.3 volts, 450 microseconds, 70 hertz, greater than 81 ohms, 4 cathodes and 5 anodes. Program 2: 4.4 volts, 450 microseconds, 70 hertz, 332 ohms, 5 cathodes and 3 anodes. The estimate based off of those was 2.02-1.60 days. It was reviewed with the rep that this was a general estimate not taking the other group into consideration. It was also reviewed that changing programming like reducing values or using fewer electrodes may increase impedances and recharge interval. The rep. Further noted that the patient was doing fine and the battery was able to hold a charge for multiple days after her groups were reprogrammed to use less electrodes but still provide adequate coverage for stimulation. She was happier with the new settings and nothing needed to be changed.